Manufacturer narrative:
Device passed displacement and self tests. No unexpected pump error 54 noted during testing. However, device had formatted history file confirmed pump error 54 due to a software error. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.